Event description:
It was reported that the device reached elective replacement indicator (eri) with suspected premature battery depletion due to high right atrial (ra) lead and left ventricular (lv) lead threshold outputs. The device was explanted and replaced and the ra lead and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analysis indicated normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).